Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked from an unspecified location; further described as ¿leak was found inside the device¿. This was observed after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.